Event description:
It was reported that review of this cardiac resynchronization therapy defibrillator (crt-d) found a stored ventricular episode from a few months ago showed fine noise on the right ventricular (rv) lead that was oversensed causing pacing inhibition greater than two seconds. The fine noise appeared to be emi as the oversensing continued after the respiratory rate trend (rrt) feature was disabled, and it occurred on a single day and has not been seen since. The patient could not recall anything special on that date. The plan was to do monthly monitoring via the remote monitoring system and leave rrt trend disabled. The system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that review of this cardiac resynchronization therapy defibrillator (crt-d) found a stored ventricular episode from a few months ago showed fine noise on the right ventricular (rv) lead that was over sensed causing pacing inhibition greater than two seconds. The fine noise appeared to be emi as the oversensing continued after the respiratory rate trend (rrt) feature was disabled, and it occurred on a single day and has not been seen since. The patient could not recall anything special on that date. The plan was to do monthly monitoring via the remote monitoring system and leave rrt trend disabled. The crt-d was explanted and returned for analysis without additional allegations. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.